Manufacturer narrative:
Submit date 12-5-16. Device history record was reviewed and no deviations related to this failure mode were found. Three photos were provided by the customer. Visual evaluation of these photos was performed; the first two pictures showed the location of the defect in the silicone lubricant area. In the last photo the tip of the dilator was observed to be inside of the silicone lubricant and the silicone was observed broken. One sample was received for analysis and investigation. Visual inspection of the sample revealed that the silicone was broken. This issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the device history record review that showed no deviations, it can be concluded that the product was manufactured according to specifications. This may have occurred as a result of excessive force or improper technique at the moment of the initial manipulation. No further corrective or preventive actions are required at this time. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 9/16/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the septum on the safety valve was found broken when washing the sheath before using. The surgeon found the conjunction of the valve was broken and concerned that the sheath might not be sealed well.